Manufacturer narrative:
Image review: one media image related to the reported event was provided for review. No executive summary or computed tomography (CT) imaging was provided to support assessment of anatomical considerations. Additionally, no fluoroscopic valve load inspection images were provided to confirm whether the valve was loaded appropriately prior to deployment. Based on the available evidence, post-dilatation was performed with the balloon positioned within the ventricle. During inflation the valve dislodged. It was reported that the valve was implanted at an appropriate depth; however, no contrast-enhanced imaging was provided to confirm that the implantation depth was greater than 1 mm within the annulus. Valve dislodgement may occur due to several factors, including but not limited to implantation depth and post-implant balloon aortic valvuloplasty (bav). In accordance with the instructions for use (IFU), potential adverse events associated with implantation of the evolut fx valve include, but are not limited to, valve migration. It was reported that a second valve was implanted; however, no supporting evidence was provided. As a result, no assessment or commentary can be made regarding the second implantation. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve was explanted for an unknown reason.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant of the valve, the left ventricular outflow tract (lvot) was tapered, and a post-implant dilatation was performed. During the post-implant dilatation, the valve dislodged. The valve was not explanted; a second valve was implanted. The patient was discharged a few days after the procedure in good clinical condition.

Manufacturer narrative:
Updated data: b3, b5, d6a, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was initially well positioned (approximately 4 millimeter (mm) below the annulus). No pre balloon aortic valvuloplasty (bav) was performed. The deployment starting point was noted to be mid pigtail. During the post dilatation phase due to moderate paravalvular leak (pvl), under rapid pacing, likely due to loss of capture, valve embolization occurred. The valve dislodged aortic. Prior to the valve dislodgment, the implant depth on the non-coronary cusp (ncc) and the left coronary cusp (lcc) was 6 to 8 mm. After the valve dislodgement, the implant depth was noted to be aortic. The valve was successfully retrieved using a snaring technique and repositioned in the ascending aorta, just proximal to the origin of the brachiocephalic trunk. A second 29 mm valve was subsequently implanted, with correct positioning achieved on the first deployment. Final aortography showed no significant paravalvular leak and no signs of aortic dissection. The embolized valve remained stable. At the end of the procedure, the patient was hemodynamically stable, conscious, alert, and oriented.

Manufacturer narrative:
Updated data: a2., a3a., a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that confirmed that no paravalvular leak was observed after the second valve was implanted.